Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer had a question about how the insulin pump factors active insulin. Customer was not alleged any over delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was not accounting for active insulin and was over delivering. The customer¿s blood glucose level was 103 mg/dl at the time of the incident, and was at 128 m/dl at the time of the call. No further details were provided. Troubleshooting was not completed. The customer hung up as they felt the troubleshooting questions were irrelevant. The insulin pump will not be returned for analysis.